Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous defibrillation lead exhibited >125 ohms impedance recent to implant. It was discussed that re-programming could be done to mitigate if defibrillation threshold testing (dfts) could identify an effective vector. Dfts were noted as not having been done at implant. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.